Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro bovie tip broke off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was partially torn away from the tip of the cold jaw, exposing the metal inside portion of the cold jaw. The detached silicon insulation was not returned for evaluation. Based on the condition of the device as found, the reported complaint was confirmed for "material bent/twisted" as well as for the analyzed failure ¿peeled jaw". A lot history record review was completed for lots: (25135858, 25135879, 25136452) the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro bovie tip broke off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.